Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps (fbf) conductor wire was found broken. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) received following additional information from site's clinical sales representative (csr) : the cable on reported 8mm fenestrated bipolar forceps instrument was fully broken. There was no patient injury. Customer was unaware if there was any loss of cautery or thermal damage or if there was any arcing event associated with cable breakage. Photographic images and video recording(s) of the procedure were not available for isi review. Patient information was not provided.